Manufacturer narrative:
Correction: h6: codes should reflect additional surgery.

Event description:
It was reported that a patient presented with noise noted on the patient's atrial lead. No over-sensing was reported. Examination of the lead via imaging confirmed lead fracture as the cause. The lead was explanted and replaced on (B)(6) 2024. The patient was stable throughout.

Manufacturer narrative:
The reported events were noise, fracture, and twiddler¿s syndrome. As received, a complete lead was returned in one piece. The reported event of noise was confirmed. Visual inspection of the lead found external outer insulation abrasion breaching the outer insulation and exposing the outer coil caused by friction to another device or features of the heart at the distal region. The reported event fracture was not confirmed. X-ray examination of the entire lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of noise was due to external outer insulation abrasion that breached the outer insulation and exposed the outer coil consistent with friction to another device or features of the heart.